Event description:
Surgical nurses complained of excessive pressure from the irrigator during a shoulder arthroscopy procedure. They stated water sprayed out of the joint across the room. Nurses stated this has happened previously also.